Manufacturer narrative:
Additional information including records and images were requested. When further information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: the amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Imaging review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, this (B)(6) year-old patient's atrial septal defect was sized using the guidance of a sizing balloon (stop-flow technique), a trans-esophageal echocardiogram, fluoroscopy and a sizing plate and measured 14 x 12mm with sufficient rims. An 18mm amplatzer septal occluder (aso) was placed, however, it dislodged and embolized shortly thereafter and had to be retrieved with a snare catheter. The defect was measured again with a sizing balloon and measured 20mm. A 24mm aso was implanted successfully and the patient's outcome was reported to be good.